Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation "leakage". Air leakage was noted at the tip. There were few additional findings. The probe had water immersion. Insufficient angulation was noted and angle knobs had free play. The adhesive of the bending section cover was cracked. Damage or deformation of the control section was noted. The light guide tube was wrinkled. The objective lens and image guide tube had scratches. A review of the device history record (DHR) found no deviations that could have caused or contributed to the issue "tip fixing screw adhesive detachment". As a result of DHR review, it was confirmed that the device met its standards at the time of shipment. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, it is likely due to physical stress. The user can detect the event by handling the device in accordance with the following instructions for use, with states the following: 1. In order to prevent equipment failure or breakage, or parts falling off, do not bend, hit, pull, twist, or drop this product with strong force. 2. Do not spray throat anesthetics containing alcohol directly onto this product. When sprayed directly, the outer surface of the insertion part may peel off. 3. Do not use petroleum-based lubricants such as olive oil or petroleum jelly. The covering member of the curved part may swell or deteriorate. 4. The information obtained in the nbi observation mode is reference information and does not guarantee the validity of the diagnosis, so it should be comprehensively observed, including the normal light observation mode. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope exhibited leakage. It is unknown when the event took place. There were no reports of health hazard to the patient or user of the device. The device was returned and an evaluation at the repair center revealed detachment of the tip fixation screw adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.